Event description:
Customer reported the system is displaying a charger failed error and will not make x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module. System operates as intended. This MDR is related to ge healthcare complaint number.